Manufacturer narrative:
(B)(4). The explanted electrode is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode exhibited noise on the secondary and alternate vectors. The primary vector had no noise. The noise was consistent with that seen on the patient's previous device, which was explanted and replaced in (B)(6) 2015. At that revision, the device was determined to be the cause of the noise and the electrode remained in service. The physician planned to explant and replace the chronic electrode in a new revision procedure. No adverse patient effects were reported. The electrode was later explanted and replaced. No noise was observed, defibrillation threshold (dft) testing was successful, sensing and time to therapy were appropriate. The device selected primary as the sensing vector. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted electrode is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The electrode was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no exterior anomalies; setscrew marks were noted on the proximal connector consistent with full insertion of the electrode and an appropriately tightened setscrew. Electrical testing revealed that the sense a cable was not electrically continuous; out-of-range measurements were observed intermittently when the electrode was moved/manipulated. An x-ray of the electrode was conducted to compare the terminal pin of this electrode to the terminal pin of a similar reference lead. A gap between the cable and tip weld material was observed in this electrode. A computed tomography (CT) scan was then performed to further assess the observed anomaly in the electrode terminal pin. Engineering analysis of the images determined that the material present in the terminal pin was due to an insufficient weld, which fractured. Images of the electrode filars revealed a bridge of melted metal spanning the surface of the braided cable to the inner sidewall of the pin and a mechanical contact of a filar to the inner sidewall of the pin. Engineers concluded that this type of contact would likely present clinically as noise, when intermittent contact is made between the cable and the side walls associated with the terminal pin.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode exhibited noise on the secondary and alternate vectors. The primary vector had no noise. The noise was consistent with that seen on the patient's previous device, which was explanted and replaced in (B)(6) 2015. At that revision, the device was determined to be the cause of the noise and the electrode remained in service. The physician planned to explant and replace the chronic electrode in a new revision procedure. No adverse patient effects were reported. The electrode was later explanted and replaced. No noise was observed, defibrillation threshold (dft) testing was successful, sensing and time to therapy were appropriate. The device selected primary as the sensing vector. No additional adverse patient effects were reported.